Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that motor sounded like it was slowing down/wearing out during the rewind/load/prime steps and that the patient had changed the cartridge/tubing twice and the motor issue continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of a motor issue recorded in the black box. No motor issues occurred during the investigation. The pump was opened and removed from the case. The motor assembly and lead screw were inspected and no defects were found. There was no moisture or corrosion observed in the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked from the case seal to below the grip.